Manufacturer narrative:
(B)(6). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during a hemostasis procedure.according to the complainant, the needle would not retract into the catheter. They exchanged the device for another of the same type, and it had no issues. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The reported issue was not able to be confirmed. No problem was found with the returned device. If the device is activated, when it is extended, no problem could be identified. No manufacturing defects were found. However, the device exhibited minor damage in the internal teflon, this is commonly caused by activating the unit immediately after removing the catheter from package without straightening the device. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during a hemostasis procedure. According to the complainant, the needle would not retract into the catheter. They exchanged the device for another of the same type, and it had no issues. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.